Manufacturer narrative:
(B) (4). The site reported that the incident pencil is not available for evaluation. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that two surgeons were burned using an (B) (4) electrosurgical pencil. The incidents happened in (B) (6) 2009 but the site just notified covidien. The other incident is reported on MFR report # 1717344-2009-00644.